Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the patient presented with chest pain and phrenic nerve stimulation. Device interrogation showed increased pacing threshold and a decrease in r-wave. The right ventricular lead had perforated the heart. The lead was repositioned and remains in use. The patient is a participant in the adaptreponse clinical study. No further patient complications have been reported as a result of this event.